Event description:
During a rectum procedure, while firing the instrument, it got stuck. The device was excised from the tissue in order to complete the procedure. In addition, the device produced an incomplete staple line. There was no pt consequence. The case was completed with a similar product.